Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Customer reported the menu button is defective on a demonstration infusion device. The menu button has to be pressed hard for the infusion device to respond, and sometimes the button does not work at all. No physiological effects were reported, as this infusion device was never used by a patient. Infusion device was requested for evaluation. No additional information was provided.